Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was offline and showed 'antivirus protection expired'. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and showed 'antivirus protection expired'. A field service engineer (fse) noticed the station was connected to the server and receiving update patient information, also noted that the remote support service (rss) dashboard indicated the station was unreachable for 13 days. The fse temporarily attached the station to a provided wired hotspot, finding that rss connectivity was restored and verified with an active session. The fse removed the installed eset antivirus using the eset removal tool in operating system safe mode and installed the latest available package to resolve. The application operation was verified via user login and restock operation. The system functioned as intended after the field service engineer repaired the device.